Manufacturer narrative:
The reported event of a temperature alarm could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the avnrt procedure, there was a high temperature alarm. The temperature alarm limit was configured to 42 degrees, impedance was 78 ohms, and ablation temperature was 38 degrees. The cool point pump was performing as expected. The catheter was exchanged but the issue persisted. A non-abbott catheter was then used to complete the procedure without any patient adverse consequences.